Manufacturer narrative:
(B)(4).

Event description:
Procedure: lymph node dissection; according to the reporter: the patient alleged injury. On (B)(6) 2013, the patient underwent lymph node removal in her neck surgery in (B)(4). The patient reports disability and impairment following this procedure. The patient returned to classes at (B)(6). The patient underwent surgery on (B)(6) 2014 at (B)(6) for removal of absorbable suture, which was reported to be wrapped circumferentially about two-thirds around the right accessory nerve.